Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that the keypad buttons have been sticking intermittently for the past few months. She stated that the patient wears the pump in her pocket with a case, and denied exposing the pump to cleaning products.